Manufacturer narrative:
Additional information : the actual device was not available; however, videos of the samples were provided for evaluation. Through video inspection, the reported condition could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponges were separated from the cap from each of one hundred-twenty minicaps. This was observed before use for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.